Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent abdominal sacrocolpopexy, enterocele repair, posterior colporrhaphy and cystoscopy on (B)(6) 2011 due to post-hysterectomy vaginal vault prolapse. It was reported that patient underwent posterior colporrhaphy on (B)(6) 2012 due to rectocele. It was reported that patient underwent laparotomy with removal of abdominal mesh, cystocele repair and lysis of adhesion on (B)(6) 2014 due to mesh erosion and perforation into stomach; vaginal pain status post abdominal sacrocolpopexy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of vaginal foreign body on (B)(6) 2010 due to vaginal foreign body. It was reported that patient underwent posterior repair with elevate mesh on (B)(6) 2010 due to symptomatic rectocele. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with a hysterectomy, due to sui and pop. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2006, due to mesh extrusion. It was reported that the patient underwent repair of suture line in (B)(6) 2008 and in 2010. No additional information was provided.